Event description:
The customer had completed a CT procedure on a pt and was lowering the couch with the therapy table top attached. They lowered the therapy table top onto a pt gurney causing the bracket toward the gantry end of the therapy table top, which is glued and held with three plastic screws, to come off. The philips field svc engineer (fse) confirmed there was no harm to a pt, operator or bystander. The fse stated that the customer did not want to buy a new therapy table top and asked the fse to repair of existing one. The fse countersunk stainless flat top machine screws in the end of the therapy table top to repair it. The fse stated that there is a sticker at the end of the therapy table top that states "do not scn in this area" so the stainless screws were not placed in the scanning area. The customers chief physicist tested and accepted the repair.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. Internal (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that at the end of a patient scan, the technologist pulled the patient out of the scanner and began lowering the table to align it with the gurney. The technologist did not notice the carbon fiber therapy top which extends 2" beyond the edge of the table. As the table lowered, it made contact with the gurney and ultimately broke off the gantry end (front end) of the therapy top bracket at the glue seam. The foot end (rear plate) of the therapy top dropped out when the front end sustained damage. The foot end was not damaged. The customer continued to use the system by utilizing patient restraint straps to keep the carbon top attached to the table. The customer contacted philips help desk to inform them of the issue and a field service engineer (fse) was dispatched the next day. On (B)(6) 2015, the fse arrived at the customer site. The fse confirmed that the contact with the gurney had caused damage to the gantry end (front end) of the carbon fiber therapy top and that there was no harm to a patient, operator, or bystander. The fse stated that the customer wanted the existing therapy top fixed, rather than incur the expense of a new one. The fse used the three broken plastic pegs to align the bracket. He drilled, tapped and countersunk the gantry end of the therapy top. The fse evenly spaced four locally purchased stainless steel flat top machine screws across the front. The fse noted that there is a "do not scan in this area" sticker at the end of the therapy top and confirmed that the stainless steel screws were not placed in the scanning area. After realigning the top to the lasers, the customer¿s chief physicist tested and accepted the repaired therapy top. The customer was notified in person by a different philips fse in september 2015 that their big bore radiology system was non-conforming to philips specification from the therapy top repairs performed by the initial fse. The fse stated that the therapy top needed to be replaced or they must provide a letter to philips accepting the repair. The customer has stated that they accept the repairs made by the initial fse and are refusing philip's service to address the therapy top in its current state. No log files, bug reports, or parts were provided for engineering assessment, therefore an engineering evaluation could not be made. Based upon the statements of the fse, a probable cause was determined that this issue occurred due to contact of the carbon fiber therapy top with the gurney after a patient scan.